Event description:
It was reported that the product was going down the esophageal when a piece of silicon from the sheath came off in the patient's stomach. The silicon was retrieved from the patient and they were able to continue with the procedure. There were no reported adverse consequences.

Manufacturer narrative:
Additional information will be provided once investigation is completed.